Manufacturer narrative:
This report is being submitted based on the device evaluation findings, which revealed a fracture of the core material. As received, the specimen consisted of one-1 each pkg-safari2 275cm xsml crv 1p; returned coiled and loose reloaded within the j-straightener; double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The specimen presented ductile tensile overload fracture of the core wire at 0.4cm from the distal tip. In addition to the fracture, the specimen also presented off axis bend damage as well as stretched coil damage in the formed curve, resulting in deformation of the pre-formed double curve shape. The damage observed during the product evaluation does not appear consistent with the "kinked" condition described in the event report. Notably, there was no mention of the ductile tensile overload fracture of the core wire in the initial event description. Based on the available information, the exact cause and the timing of the fracture cannot be determined. No definitive conclusions can be drawn regarding when the damage occurred or what factors contributed to it. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
The patient's blood vessel was tortuous and calcified, the guidewire was kinked. The procedure was completed with a non-bsc device. The patient condition following procedure was stable. What was the patient condition following procedure?: stable where did the problem occur? Inside the patient was the problem associated with labeled use?: yes. Event resolved?: yes.